Manufacturer narrative:
Device codes: 2976 not labeled. Internal file number - (B)(4). Device coding correction: code 1099 removed and code 2976 added. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported stent damage/material deformation was confirmed. The reported difficulty to position and remove the device through and from a guiding catheter was unable to be confirmed as the device advanced and retracted from a proxy guiding catheter without any resistance noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty to position through and be removed from a guiding catheter appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Correction to initial case details: the delivery system had flared stent struts and not a flared delivery system tip. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a renal lesion. During advancement, the 6.0x15mm herculink elite stent delivery system (sds) met resistance with an unspecified guiding catheter. As it was pulled back for removal it could not be pulled into the guiding catheter. The device was removed as a single unit altogether. It was noted that the tip of the sds became flared. Another device was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.